Event description:
Product was activated just before bed on (B)(6) 2012 and bg was "in range" at that time. The next day, he woke up feeling sick and throwing up. His bg was 400 mg/dl+; he used the pdm to calculate a correction bolus. About an hour later, his bg was still in 400s mg/dl. He deactivated the pod and manually administered insulin. Mom stated the "cannula was obviously bent" when the pod was removed. Pod was not returned for evaluation.

Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned, we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide warns that "test results grater than 250 mg/dl mean high blood glucose (hyperglycemia," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two ours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high a total of 4 hours then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.